Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that after booting up the device, it was observed that an abnormal alarm sounded, and restarting could not fix it. Requesting onsite service. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and after restarting the device, it was confirmed that there were no more alarms or error messages. Could not duplicate the reported problem, no fault found. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.